Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 441 mg/dl and the pump is not calibrating. Customer indicated they have tried to treat with the pump. Customer indicated that the site is changed every 2 to 3 days and the basal settings are correct. Customer declined to check the pump settings and to perform the high pressure test. Customer was advised to monitor the pump. No further details given.